Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2015". Therefore, (B)(6) 2015 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a 66-y-o patient with a valve model 2800 implanted in pulmonic position underwent a valve-in-valve intervention after an implant duration of at least 9 years and 8 months due to stenosis and regurgitation. A 26mm transcatheter valve was implanted within the edwards surgical valve. The procedure was reported to be successful.

Event description:
Edwards received notification from italy that a 66-y-o patient with a valve model 2800 implanted in pulmonic position underwent a valve-in-valve intervention after an implant duration of 10 years and 32 months due to stenosis and regurgitation. A 26mm transcatheter valve was implanted within the edwards surgical valve. The procedure was reported to be successful.

Manufacturer narrative:
The following sections were updated/corrected/added: b5, d4, d6, h4 and h6 (type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: bioprosthetic heart valves have a limited lifespan due to structural valve degeneration (svd) or nonstructural valve dysfunction (nsvd). Svd typically begins 7-8 years after implantation and accelerates in patients with comorbidities or implants for 10 years or older. Nsvd refers to any abnormality not intrinsic to the valve that affects hemodynamic function. According to FDA medical device reporting guidelines, replacing a valve that has reached or is near its life expectancy without device-related death or serious injury is not a reportable event, even if surgery is involved. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.